Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 298, 300, 199, 89, 63, and 64 mg/dl when all tests were performed within 10 minutes on the compact sys. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement prod was sent.